Event description:
It was reported that the user contacted support to address incorrect meal size announcements on the ilet, was inconsistently announcing meals, and frequently used smaller-than-appropriate meal entries, which risked excess insulin and prompted a factory reset with restoration of prior targets and phone pairing. Symptoms included hypoglycemia with a nadir of 49 mg/dl. Outcomes included no sustained health consequences. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device malfunction, a usage problem related to meal announcement technique, and a contributing user interface component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.